Event description:
Patient's representative reported against left side pain, nervousness, and exhaustion (non device related), stinging, tenderness and induration in the chest (non device related), joint swelling (non device related), breathing difficulties (non device related), and numerous complaints in the area of the chest and upper body, difficulty concentrating and nervousness, considerable serious damage to health and impairments, pain and mental impairment (non device related). Patient representative additionally reported visible deformation of both breasts, devices feel hard, capsular contracture baker grade ii-iii, hardness of the breast. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.